Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: 2006-(B)(6), product type catheter product ID 8703w, lot# l43070, implanted: 1997-(B)(6), (B)(4).

Event description:
It was reported that the patient was ¿feeling like he is going through withdrawal¿ and feeling a sensation of heat during an MRI procedure. It was reported that the pump got ¿hot¿ in an MRI procedure and felt like it was ¿burning me up¿. Four days after the MRI the patient reported symptoms of nausea, chills, and increased pain. The pump was checked and no motor stall was noted. Two weeks later the patient reported withdrawal symptoms to their hcp. Two weeks later it was reported the patient complained of ¿getting too much medicine. The next day the patient was seen by their hcp for a dosage adjustment and at that time complained of nausea, itching, increased sedation, and inability to sleep. Two days later symptoms of nausea and constipation were reported and another dosage adjustment was done. The next day the pump was ¿stopped¿ by the hcp and the patient was put on oral medications. Twelve days later the drug in the pump was replaced with saline. The device system was used to deliver dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
Corrected information: the initial MDR should have included the following information: "the MRI was done on (B)(6) 2012. On (B)(6) 2013, per the patient, he felt like he was going through withdrawal. Per the patient, they got no drug back at the refill; the pump had been empty for 3 weeks and he had been sick."

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on (B)(6)-2015 from the patient and it was reported that the patient felt like he was being overdosed and underdosed when the pump was implanted.